Event description:
A report was received that the patient was receiving residual stimulation. The patient reported that the stimulation became undesirable. During a reprogramming session, high impedances were noticed. Troubleshooting was attempted, however, it was unable to remove the residual stimulation. The patient will have the entire system explanted.

Event description:
A report was received that the patient was receiving residual stimulation. The patient reported that the stimulation became undesirable. During a reprogramming session, high impedances were noticed. Troubleshooting was attempted, however, it was unable to remove the residual stimulation. The patient will have the entire system explanted.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-1110-02, serial # (B)(4), description: precision spinal cord stimulator.

Manufacturer narrative:
Additional information received indicated that the patient underwent an explant and is reportedly doing well. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation of the device found that no anomalies or deviations potentially related to the event occurred during manufacturing.